Event description:
The device stopped working mid procedure. It failed to cauterize. A different harmonic focus was used to finish the procedure. There was no injury to the patient.====================== manufacturer response for harmonic focus======================only the rep is aware at this time.